Event description:
It was reported that the patient¿s doctor was trying to decide what kind of surgical intervention to take to solve the patient¿s issue. The doctor thought they would revise the lead and bury the part that was close to the skin surface and causing the patient discomfort. Impedance testing was done. More impedance checks were being planned to isolate the issue. The patient¿s lead was close to the skin surface at the spinal incision and it was uncomfortable. The surgical intervention was going to be to bury the lead tail a little deeper. The patient was experiencing pain at the lead location. The patient status at the time of the report was alive with no injury. It was further reported that the patient had good therapy and stimulation until approximately a month prior to the report. The pati ent was reaching to pick something up and they felt a ¿pop¿ in their mid-back where the wires were and noticed quickly that the wires felt close to the skin. The patient felt like the stimulation moved. A manufacturer representative reprogrammed the patient on the day of the report and was able to get the stimulation to where it needed to be by changing the pulse width. The patient was experiencing a shocking or jolting sensation. The patient¿s stimulation would also shut on and off. The issue was random and not necessarily influenced by position. When the stimulation would come back on it would feel jolting. The patient had checked and the implantable neurostimulator (ins) would show that it was on when the patient felt it was off. The manufacturer representative did an impedance test at 0.7v and hopped around to a few different reference electrodes and the impedances looked great. They saw impedances in the range of 765 ohms to 914 ohms. The representative ran an impedance test at a point when the patient felt like the stimulation was off. It was further reported that another impedance test showed impedances in the 700-800 range. The c1 therapy measurement was 547 ohms. After the patient bent over their stimulation pattern changed from being centralized to just the right side and they lost left side back stimulation. This was resolved by re-programming. The patient felt like the leads were sticking out and they had pain at the lead insertion site. X-rays were performed and looked good. The representative was unsure if the patient was going to have a surgical revision. It was further reported that there were no issues ever determined in regards to the patient¿s equipment. After the reprogramming the patient was receiving good stimulation to the areas they needed. The patient was still having pain just under their skin where the lead wires were somewhat superficial. The doctor determined that they would not be doing any surgical interventions unless their equipment needed to be replaced

Manufacturer narrative:
Concomitant products: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).